Event description:
It was reported while using bd plastipak¿ syringes the needle broke during use internally. The following information was provided by the initial reporter: needle broke inside the animal's muscle. They will do x-rays and maybe surgery.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: photo received for investigation. Upon visual inspection, syringe is displayed with the needle hub attached. Based on the images, a broken needle cannot be confirmed. Physical samples are necessary to further evaluate. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were analyzed, no defects or issues found. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd plastipak¿ syringes the needle broke during use internally. The following information was provided by the initial reporter: needle broke inside the animal's muscle. They will do x-rays and maybe surgery.